Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The device alarmed button error followed by intermittent buttons due to corroded keypad traces. There was no display ramping on its own and no traces of moisture were noted at the electronic or motor assemblies during visual inspection. The device received with a cracked case at display window corners and a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 67 mg/dl. The customer stated that his insulin pump had a button error alarm and it may be because the device was exposed to water. He touched the insulin pump with wet hands before getting the alarm. Advised the customer to discontinue use of the insulin pump and revert to a backup plan. Troubleshooting was not able to resolve the issue. The device was returned for analysis.